Manufacturer narrative:
This 1 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that the vasospasm occurred during procedure. The medication was administered, and the outcome of the adverse event was resolved. According to the site, the relationship of the vasospasm to the subject device (balloon catheter), the distal access catheter and to the procedure. No other information was provided.

Event description:
It was reported that the vasospasm occurred during procedure. The medication was administered, and the outcome of the adverse event was resolved. According to the site, the relationship of the vasospasm to the subject device (balloon catheter), the distal access catheter and to the procedure. No other information was provided.

Manufacturer narrative:
The device history record review confirms there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.